Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) has an electrical test code 50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions, component code). A getinge field service engineer (fse) inspected and found that the pcb, motor controller is broken. The iabp machine cannot be used. The machine displays alarm code # 50 all the time. He replaced pcb, motor controller. Checked all systems of iabp machine to normal. Tested the machine to be able to use it normally.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10 (concomitant products), h6 (medical device ¿ problem code).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected and found that the pcb, motor controller is broken. The iabp machine cannot be used. The machine displays alarm code # 50 all the time. The repair is not yet complete. The company has already made a quotation for the damaged parts for the customer to consider repairing. Now fse is waiting for the purchase order. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.